Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient developed vomiting and a stomachache. During this time, the cgm reading was showing approximately 66 mg/dl. The patient stated she did not feel her blood sugar level was low. A fingerstick blood glucose (fsbg) test was performed and showed elevated readings of 358 mg/dl, which were confirmed by repeat testing within five minutes (unspecified value). As vomiting continued and ketone testing showed large ketones, the caregiver contacted the children¿s hospital telemedicine line and was instructed to bring the patient to the emergency room (ER). The patient was evaluated in the ER and diagnosed with diabetic ketoacidosis (dka) by medical personnel. She was hospitalized for more than 24 hours and treated with intravenous (IV) fluids and additional manual insulin administered via her pump. Fsbg levels remained in the high 300s md/dl range initially, then improved overnight. The patient was discharged on (B)(6) 2026, after glucose levels stabilized and ketones resolved. At the time of the same day follow-up report, the patient was reported to be feeling better, with stable glucose levels, though fatigued following hospitalization. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.